Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. An additional reportable malfunction was found during device evaluation, where the scope socket slider switch was found to be faulty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that in the subject device, the switch on the collar is not engaging properly. This occurred during inspection for use. There were no reports of patient involvement.